Event description:
"Needle is breaked with the syringe." Inamed has not received report of injury to patient or practitioner at this time. This event is being reported because of inamed's agreement with the FDA to report instances where a recurrence of a malfunction could lead to injury.